Manufacturer narrative:
The insulin pump passed the displacement test. Hardware low level failure alarmed during self test and confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pins 1 & 6). Volume did not change when adjusted. Audio or vibrate anomaly or absence of alarm confirmed. Insulin pump received with missing display window or cover.

Event description:
The customer reported via phone call that insulin pump had cosmetic damage and top screen broke off glued on part fell off. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.